Event description:
Information received regarding the explanted device notes that a transtelephonic (ttm) follow-up observed abnormal function. The patient was symptomatic and at the next ttm follow-up, one month later, no pacing was observed. When the patient was seen in the clinic, the device could not be interrogated and no pacing was observed.